Event description:
It was reported that the patient was treated for stress urinary incontinence by implantation of an obtryx transobturator mid-urethral sling system on (B)(6) 2011. According to the complainant, following the procedure, the patient developed problems with emptying the bladder. The device was removed on (B)(6) 2012. The physician believes that the difficulties emptying the bladder may be due to medications the patient was taking. Attempts at obtaining additional information have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.